Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hypoglycemia with a blood glucose of 43 mg/dl. The user treated with food and recovered without medical intervention. The ilet alerted for the low. A customer service agent provided education on proper carbohydrate treatment, avoiding pre-treatment, and replacing infusion sets on schedule, then guided the user through a factory reset and infusion set change. The user was cooperative and understood the instructions.